Event description:
It is reported that pt underwent right total hip replacement in 1994. X-rays taken in 1999 revealed that the stem had loosened and debonded. As a result, 14 days later the stem and femoral head were revised.